Event description:
Nine falsely elevated hcg results were obtained on a patient's samples. The results were reported to the physician. The original samples were retested on alternate methodology and negative results were obtained. The pt was administered methotrexate. There was no report of adverse health consequences as a result of the falsely positive results. Analysis of the instrument and instrument data indicate that the cause for the falsely positive hcg results was heterophilic antibody.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely positive hcg results was heterophilic antibody. The IFU for the dimension hcg flex contains the following information: "patient samples may contain human heterophilic antibodies that could react with immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies." The instrument is performing within specifications.